Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) measured the coin cell battery voltage to be 3.05 volts (v). The battery was installed into the lab use only (luo) central control monitor (ccm) and a disk boot failure initially occurred as expected when installing a new battery as the system detects a change in battery voltage. With a usb keyboard the basic input output system (bios) was reset to default and after which the ccm booted without issue. The battery operated as expected.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm coin cell battery and performed verification/release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system boot disk failure' message during power-up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.